Manufacturer narrative:
This report is submitted september 18, 2019.

Manufacturer narrative:
This report is submitted on march 06, 2019.

Event description:
It was reported the patient's device was explanted (date not reported). Additional information has been requested but not made available as of the date of this report.